Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed a severe deformation over a length of about 27 mm in the distal portion of the retractable shaft (i.e. Shaft is kinked and compressed), indicating application of a pushing force despite meeting resistance. Outside of the deformed zone, the diameter of the retractable shaft complies with the specification. Inspection of the remainder of the device revealed no other damage or irregularity. The stent has been fully released outside patient and was returned separately. The stent is undamaged besides few entangled struts. The introducer sheath used in the intervention was not returned. Due to the state of the device, it could not be inserted into a reference introducer sheath. Review of the production documentation confirmed that the device was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. During final inspection, the retractable shaft of every stent system undergoes visual inspection and a 100 percent control of the retractable shaft diameter is performed. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause for the complaint event is most likely related to a tolerance issue with the introducer sheath used in the intervention.

Event description:
A pulsar-18 t3 self-expandable stent system was selected for treatment of the distal sfa. When introducing the device into the 4f introducer sheath, the stent came off the shaft outside patient.